Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage closure procedure was being performed. The patient had challenging anatomy and limited trans-septal access. A nrg radiofrequency needle was used for trans-septal puncture (tsp) and the patient experienced blood pressure issues during the tsp. A second tsp was performed but access was only gained through the previous crossing point. A 31mm watchman flx closure device and delivery system were utilized in an attempt to implant however the case was aborted due to the patient's anatomy and the closure device was not implanted. Approximately two hours post-procedure, a circumferential pe was identified primarily on the right side. No action was taken.